Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure performed approximately one month before event date of (B) (6) 2010. According to the complainant, the patient presented with symptoms of gastric obstruction, and the stent was discovered to have migrated to the stomach. During the procedure to remove the stent, the removal suture broke. The physician used rat tooth forceps to successfully remove the stent. Another stent was not placed, and the patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required. Stent suture broken. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.